Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative confirmatory results included a search for similar complaints, and review of complaint text, trending data, labeling, device history records, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 26157fn00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A retained reagent kit of the complaint lot 26157fn00 was tested in a sensitivity setup. All specifications were met, indicating the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative confirmatory for reagent lot number 26157fn00 was identified.section d4 lot no was updated from 30201fn00 to 26157fn00 section d4 expiration date was updated from 3/24/2022 to 12/12/2021 section h4 device mfg date was updated from 8/15/2021 to 05/04/2021.

Event description:
The customer observed a false nonreactive architect hbsag qualitative confirmatory results for one sample. The following data was provided: hbsag initial (neat) result = 2559 s/co, repeats = 2634 s/co and 2694.99s/c) hbsag confirmatory results: 1:500 c2 = 99.76 (33.27%), 1:20000 c2 = 3.15 (37.3588%) a new sample was collected and sent to cleveland clinic for confirmation and generated positive results. No impact to patient management was reported.

Event description:
The customer observed a (B)(6) architect hbsag qualitative confirmatory results for one sample. The following data was provided: hbsag initial (neat) result = (B)(6), repeats = (B)(6)). Hbsag confirmatory results: (B)(6). A new sample was collected and sent to (B)(6)clinic for confirmation and generated (B)(6) results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.